Manufacturer narrative:
On 15dec2016 additional information: the case was a rhinoplasty-septoplasty. The piece was noticed missing a little while after the scissor was used. The doctor had to go search for the broken blade lucky it was found and x-ray was not needed. A bayonet forceps was used to reach the missing piece. The doctor was actually closing up the incision then was informed the scissor was broke and missing a piece. The case was complete as planned. Some extra time was needed to find the piece. The scissor number is (32-5725) I will ship out scissor with broken piece asap.

Manufacturer narrative:
(B)(4). The sample was provided and an evaluation was performed. The scissors are in good condition. The tungsten carbide insert is completely broken out on one part and the tungsten carbide insert on the other side is in its original state. The surface of the soldering seem has a perfect, even image, and shows that the hard metal was soldered in the entire length without any errors. The tip of the obstructed parts is bent inward by a length of approximately 3.5 mm by 1.5 mm sideways. This suggests that a very strong lateral pressure exerted on the scissors causing the brazed insert to break off. The foremost tip (0.5 mm), has a glossy surface, indicating contact with a hard object. This is also an indication of an improper lateral pressure. At the part where the carbide is attached, there are distinct deep impressions of the serrations of the other part. Such imprints can only occur when the scissors have been opened and closed in a defective state, for example, without the insert on the other side. The breaking off of the insert is likely to have been caused by an impermissible lateral pressure. These scissors should only be used for cutting normal tissue, but not for cutting cartilage or other hard material. There have been no issues identified with the material or manufacturing process. A review of the device history records (DHR) did not identify and issues that would have contributed to the reported issue.

Manufacturer narrative:
(B)(4) on 13dec2016, writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Customer stated via email: we had a huge problem the other day one of your new scissors. It broke off in our patient¿s nose. It was noticed before the patient was woken. Confirmation was also requested from the customer that there was no patient impact associated with reported issue. Device not yet evaluated, if the device is evaluated a follow up will be sent.